Event description:
It was reported that the customer received several no delivery alarms. The infusion set was changed three times and alarm was recurring. Customer was taken by the ambulance to the hospital. Customer experienced high ketones, vomiting and diarrhea. Blood glucose value was over 400 mg/dl; current value is 207 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct; unsure if basal rates are correct. Insulin pump passed the high pressure test. No error alarms found in the history. Cannula is not bent or occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.